Event description:
Patient contacted broadspire to initiate claim. Patient reported revision surgery. Reason for revision is unknown. No further information is available at this time. (B)(6) 2010; patient fact sheet was received, which identified part/lot information, doi for bilateral patient. The complaint and associated mdrs were updated. This file is being re-opened.

Event description:
Litigation papers received that allege the patient suffered from elevated metal ion levels.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Update rec'd 12/2/2014 - medical records received. Dor updated. Upon revision, grayish fluid, synovitis with metal debris, and no bony ingrowth on the acetabular cup were noted. The stem and sleeve are being added for elevated metal ion levels.

Manufacturer narrative:
Depuy still considers this investigation closed. Should additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.